Event description:
The manufacturer received information alleging bacterial filters turned completely black, while the ventilator was in use. The customer states that only the air inlet filter was used, no particulate filter was in place. There was no harm or injury reported. The device has yet to be returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.